Event description:
Boston scientific received information that this left ventricular (lv) lead was experiencing diaphragm stimulation. A revision procedure was performed and the lead was repositioned. The following day, elevated thresholds measurements were observed and the lead appeared to have migrated through a small branch and outside the vessel wall. An additional procedure was performed and the lead was removed from service and replaced without further incident. No adverse patient effects were reported.

Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.